Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 250 mg/dl. The customer believes the pump is not delivering insulin. The customer stated she bolused prior to having lunch and 2 hours later blood glucose climbed to 250 mg/dl. The customer stated that her doctor entered settings for her so she is not sure if settings are accurate. The customer was advised that the device would be replaced. The customer declined replacement pump. The customer will call her physician and inform her of the situation and call back. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 250 mg/dl.